Manufacturer narrative:
The carefusion failure analysis lab inspected the unit and was unable to duplicate the reported issue. The user interface module (uim) was operating to manufacturer's specifications throughout all testing.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The reported issue was confirmed and resolved by replacing the user interface module (uim). The user verification tests and operational verification procedures were performed and the device passed all testing to manufacturer specifications. The suspect uim was returned to carefusion for further evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, the display is unresponsive and there is a device error at the bottom of the screen. The customer stated there was no patient associated with this event.